Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected signal too low alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.